Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74m1400468 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet end of the suture came off inside the patient. The patient's condition was reported as unknown.